Event description:
The catheter and wire guide were being advanced through the aorta into the adrenal artery. Upon further advancement, the doctor noticed a lack of control of the wire. Subsequently it was found that the tip of the wire had broken off in the adrenal artery. The physician snared and retrieved the fragment.